Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased in capture threshold, decreased in sensing and impedance changes were noted. Chest x-ray showed lead appeared to have dislodged. The patient will be scheduled for a lead reposition. The patient¿s condition was stable.

Event description:
New information received indicated that the atrial lead was explanted and replaced due to dislodgement. The patient was stable throughout.